Event description:
Healthcare professional reported immediately after injection with juvederm ultra plus xc in the lower lip there was blanching in "territory of right inferior labial artery" moments after injection in the right lower lip. Blanching and poor capillary return persisted for 10 minutes. Pt was treated with "hyalase" and "gtn paste". Symptoms resolved two days after onset.

Manufacturer narrative:
Medwatch sent to FDA on 04/22/2014. Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of "poor capillary return" and blanching are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.